Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable event that occurred outside the USA. The delay in reporting was due to the complaint being originally assessed as "not reportable" to the regional regulatory authority in india, and the us facility's incorrect understanding that only complaints assessed as "reportable" in the region of origin, would need to undergo additional review for potential reportability to us FDA. The error was noted by the FDA auditor during a pre-approval inspection of the new thailand facility from 03-06 april 2023. Report # (B)(4). Therefore, a us FDA emdr report is being submitted to correct this omission. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. As product was not returned appearance check could not be performed. Post operative inflammation summary (pois) form was not returned from surgeon. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 250). There were not any abnormalities on the sterilization records of the lot. (Tl020). From our investigation, we couldn't confirm the reported event. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in india. Originally assessed as not reportable per mvpi india guideline, 11-03-2020. Ovd used was reported as "unknown." Toxic anterior segment syndrome (tass) was reported. Implant date: (B)(6) 2021; onset > 5 days after implantation. Patient impact: patient has recovered and is fine.